Event description:
The pt was getting stimulation in his ribs only. There was no known accident or incident related to the event. The lead was x-rayed and was properly placed and at the correct vertebral level. Electrodes 5, 11, 12, and 13 were over 10,000 ohms. They planned to take the pt to surgery and troubleshoot the system. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).